Event description:
The customer returned the duodenovideoscope, which is an olympus asset with a separate issue. During the evaluation of the device, the service technician found that the adhesive around objective lens had a chip in it. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.